Event description:
It was reported that the device would not operate on ac or battery power. There was no report of pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance. The biomed informed that the facility is going to attempt to replace the power conversion pcb to remediate the problem.